Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a user programmed the infusion incorrectly and overrode the guardrails warning 3 times resulting in a larger volume than expected infusing to the patient. No patient harm was reported. The user had initially stated that the pump was not programmed with the correct units which resulted in the error, and it was surmised that a user chose milrinone, the wrong drug for programming. A hospital internal investigation determined that the correct drug (mannitol) was chosen, and the user overrode the guardrails limits. The customer did not allege a device malfunction.